Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The cause of the occlusion could not be determined as customer declined additional assistance from tandem customer technical support. The customer's blood glucose level was 149 mg/dl.